Event description:
It is alleged that it was difficult to position the tube, and that once it was positioned properly, it was extremely difficult to remove the stylet. The tube was removed and replaced with a new one.